Event description:
Kimberly-clark received a report stating, ¿the machine exhibited no heat. This was discovered in the operating room prior to a procedure. The device was sent to biomed and the biomed engineer removed the panel to access the fuse. It was discovered the fuse had melted. There was no patient involvement, no patient injury and no medical intervention required.¿ kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The review of the device history record is pending. If any additional relevant information is identified following completion of the DHR review, the additional relevant information will be submitted in a follow-up report. One sample was received. The sample examination revealed the unit does not heat. The fuse and fuse cap are missing. The manifold cap is missing. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.